Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly exited. The software was unresponsive, however, after a system re-boot normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.